Manufacturer narrative:
For devices that were manufactured prior to 2013and no UDI is found. This device bipap auto series was manufactured on 03/01/2013 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto series device was returned to a manufacturer service center with no initial alleged complaint. During the evaluation of the device at the manufacturer service center, the device was visually inspected, and evidence of foam degradation/particles was found. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.